Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the blood glucose monitor was defective resulting in data misinterpretation followed by hospitalization. The user's father informs that the display presents vertical black lines and it is impossible to see all the information. The user's father misinterpreted the values displayed and thought it was 6.0 mmol/l or even 0.9 mmol/l, while the child was experiencing high blood glucose levels and ketones with symptoms like throwing up. He was admitted at the hospital around 08:00 pm on same day, (B)(6) 2024. No information regarding treatment was provided. At the time of the report, the customer had recovered and had been released.